Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code (B)(4) lot 10227136 before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4)devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the technical evaluation on the returned device is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going. As soon as further information will be available, orthofix srl will provide you with a follow-up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided the local distributor indicates: hospital name: (B)(6); date of initial surgery: (B)(6) 2014; surgery description: lengthening; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: bone lengthening was carried out for two months. Because the surgeon was able to confirm the callus formation, s/he was going to carry out bone shortening. However, s/he was not able to shorten the distractor because the thread of bush was broken. The complaint report form indicates: the device failure did not cause adverse effects to patient; an additional surgery was required on (B)(6) 2014; copies of the operative report are not available; copies of the x-rays images are not available. Patient current health condition: good condition. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).